Event description:
Medtronic received information that a transcatheter pulmonary bioprosthetic valve was implanted valve-in-valve into a failed 29 mm edwards sapien valve which was implanted for nine months in the tricuspid position. The failure mechanism of the sapien was not reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)